Event description:
Additional information provided the product information and UDI number.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician was unable to implant the patient¿s lead (exact lead unknown) on (B)(6) 2018 due to patient¿s anatomy. As a result, the procedure was abandoned. Physician information and patient¿s date of birth are unknown at this time.